Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article: a comparison of a new zero-profile, stand-alone fidji cervical cage and anterior cervical plate for single and multilevel acdf: a minimum 2-year follow-up study zhonghai li1,2,3 ¿ yantao zhao1,2 ¿ jiaguang tang1,2 ¿ dongfeng ren1,2 ¿ jidong guo1,2 ¿ huadong wang1,2 ¿ li li1,2 ¿ shuxun hou1,2 eur spine j (2017) 26:1129¿1139. Received: 8 december 2015 / revised: 16 july 2016 / accepted: 6 august 2016 / published online: 23 august 2016. N=1: implant dislodgement. N=2: post op breakage.